Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-45, lot# v123589, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-45, lot# v120460, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, lot# serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer. It was noted that the caller reported seeing the message that the aaa batteries needed to be changed. It was noted that there was a communication problem. It was noted that the caller plugged the recharger into the wall and saw the recharger charging screen. It was noted that the caller put the recharge antenna over the implant and pressed the start charge button but reported getting the reposition antenna screen. It was noted that the caller did not know the last time the patient felt stimulation or the last time the patient was able to successfully charge. Additional information received reported that they let it go into over-discharge on purpose because they were not using it. It was noted that the patient was not in pain. It was noted that the patient did not even need to take tylenol anymore. It was further noted that the patient had pretty significant dementia but they were ¿happy as a claim¿ and had no physical pain. It was noted that they had a family meeting and everyone agreed ¿why deal with the device when it was not needed.¿ it was noted that they were going to leave it be for now and in a few months they would decide if they were going to have it taken out or not. It was noted that they did not have a follow up doctor for this.